Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Needle not retracting. The incident happened on (B)(6) 2026 at 1030. The feature to stop the bleeding back did not work, causing there to be a mess for the nurse and patient, but did not cause any harm. The rn was able to safely discard of the non-retracted needle without incident.